Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -5.0 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture. Visual inspection found no visible damage to the lens. (B)(4).